Event description:
It was reported that during preparation the guide wire felt "sharp". The nurse was preparing the fathom guide wire for the procedure. After flushing the hoop with saline and beginning to remove the guide wire from the hoop, the wire did not feel normal. The distal end was reported to feel uneven on the surface and "sharp" while sliding the user's fingers along the guide wire. Additional information from an initial evaluation of the returned device showed foreign material present on the device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer diameter of the guidewire was measured with a calibrated snap gage and met specification. There was fibrous foreign material stuck to the wire. Magnified examination of the tip did not reveal any damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported coating issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation the guide wire felt "sharp". The nurse was preparing the fathom guide wire for the procedure. After flushing the hoop with saline and beginning to remove the guide wire from the hoop, the wire did not feel normal. The distal end was reported to feel uneven on the surface and "sharp" while sliding the user's fingers along the guide wire. Additional information from an initial evaluation of the returned device showed foreign material present on the device.

Manufacturer narrative:
(B)(4).